Event description:
It was reported that during a laparoscopic ovarian resection procedure, abdominal air leaked during use. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional information received 12/15/2009: "the air was leaking from the outer seal."

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.